Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported that the patient lost stimulation, and her ipg was unable to communicate with the charger and programmer. On (B)(6) 2011, the patient reported that she was able to charge her ipg and regain stimulation, but she later received another communication error. She stated that the ipg seemed deep in the pocket. Replacement external devices were unsuccessful at resolving the issue. Follow up on the patient found that an x-ray revealed the ipg had flipped. It was reported that the physician manually flipped the ipg, and subsequently the ipg was able to communicate and stimulation was recaptured. The physician will continue to monitor the patient, and the ipg pocket will be revised only if the issue recurs.